Event description:
It was reported that the patient's implantable cardiac monitor (icm) could not be interrogated possible due to end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.